Manufacturer narrative:
Device evaluation started, but not yet completed.

Event description:
It was reported to the firm on october 5, 2006, by the company, that in turn had been informed by the transplant center in another country, (to which the company had shipped the cord blood unit) that a seam on a cord blood freezing bag developed micro-leaks, which were not detected in the foreign center's receiving inspection, in the welding of the freezing bag. The foreign center detected this leak during its thawing of the cord blood graft. The cord blood unit had originally been processed and frozen in 2002, using the firm's device bearing processing set lot#0200802, exp. 08/2005. The freezing bag had an add'l printed lot#0010. Following the breach in the integrity of the freezing bag. The cells were salvaged and transplanted into the pt. The recipient was reported to be well as 2006.